Event description:
The hospital reported that the hemopro device was hooked up to the extension cable and then placed on the drape while they were performing the dissection portion of the procedure. While the physician assistant was doing the dissection on the leg, he suddenly saw the drape was on fire. They threw water on the drape to extinguish the fire, and the hemopro tissue welder dropped on the floor while the tip was still red hot. The staff immediately disconnected the power and removed the hemopro and extension cable from the field. The patient has a second degree external burn on the upper right thigh. There was no intervention required to treat the burn. A second hemopro device and a new extension cord was used to continue the procedure and the procedure was completed. The hospital did not report any further patient effect as of now. The hospital also reported that the surgeon's gown also caught on fire and was also extinguished with water. There was no injury to the surgeon.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.